Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of insulin pump was cloudy and difficult to saw. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had diminished battery life, motor error and no delivery alarms. Customer stated that the buttons of insulin pump were unresponsive and they had double press. The insulin pump will not be returned for analysis.